Manufacturer narrative:
The device was retained by the hospital (hospital policy). If the device or additional info becomes available, it will be submitted on a supplemental report.

Event description:
It was reported, nail broke. Pt was revised.